Event description:
It was reported that a right atrial leadless pacemaker failed to separate from the catheter during the implant procedure. The system was swapped out for another to complete the procedure. Patient was stable.